Event description:
The center director reported that a patient has punctal plugs placed and was found with dry eye. The patient complained of a scratchy sensation in the right eye. The patient's symptoms have been resolved. There were no reports of visual or comfort issues. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The investigation is in progress. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No root cause has been identified based on the currently available details. (B)(4).

Manufacturer narrative:
The system history review shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified based on the available details. The root cause cannot be determined conclusively. (B)(4).